Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment but difficulty crossing the lesion was encountered. However, during the procedure, it was notice that the strut on stent was pulled out. No patient complications were reported.